Manufacturer narrative:
(B)(4). The cut guide was returned with a portion of a 3.2mm pin remaining in 1 of 6 holes; 3 holes are conforming to diameter specification; the remaining holes either contain the pin or exhibit galling which have reduced their diameter. Cut guide exhibits wear & tear that indicates extensive use while in service. Device has potential field age of approximately six years ten months. The device is used for treatment. The potential previously accrued damage can most likely be attributed to normal wear and tear. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported during surgery, that the surgeon discovered the screw pin got jammed inside the cut block and it could not be removed.